Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb980 ventilator experienced an "error". After the event, the customer reported that the ventilator did not pass the power-on self test (post). A review of the ventilator logs indicates that there was a loss of ventilation during patient use at the time of the event. The service personnel (sp) inspected the ventilator and captured the logs. During inspection of the device's analog screen, sp noticed the voltages were out of range (oor) and the unit made a clicking sound. Sp replaced the direct current (dc) - dc converter printed circuit board assembly (pcba). The unit passed all calibrations and tests as per manufacturer specifications at the time of service. One dc-dc converter pcba was returned to medtronic for failure investigation. Visual inspection of the returned part found no anomal ies. The dc-dc converter pcba was attached to test ventilator and powered up but failed the mix subsystem test portion of post, confirming the customer reported post failure. Using a multimeter, it was identified that the capacitor c81 on the pcba was shorted. If a failure of capacitor c81 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause was isolated to a faulty capacitor c81 on the dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the pb980 ventilator experienced an "error" and the patient was transferred to an alternate ventilator in stable condition. After the event, the customer reported that the ventilator did not pass the power-on self-test (post). A review of the ventilator logs indicates that there was a loss of ventilation during patient use at the time of the event.